Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and it was stated that the issue occurred during a functional endoscopic sinus surgery (fess) procedure.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735773, serial/lot: unknown. Product ID: 9735787, serial/lot: unknown. A medtronic representative went to the site to perform a system check out and they replaced the battery and uninterruptible power supply (ups) to resolve the issue. Request has been sent for the initial reporter and contact information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a procedure. It was reported that the system powered off in the middle of the case without warning. They were able to reboot the system and continue the case. There was no patient harm and the procedure was not delayed over an hour.

Event description:
There was a delay to the procedure of less than one hour.

Manufacturer narrative:
D11: battery 9735773 48v s8 svc, lot 1919 ups 9735787rpend main cart s8 svc, lot 19160045 h2: see section a, b5, and e h3/h6: the uninterruptible power supply (ups) and the battery were returned to the manufacture for analysis. The reported issue could not be confirmed through hardware testing of these components. There was no failure found with either component. Evaluation codes 10, 213, 67 apply to both of these components. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.